Event description:
Contact reported that the screwdriver tip broken off in the implant during use. The implant was removed from the site and another placed without issue. This in combination with the breakage of a screw thread during the case (1526439-2010-0077) caused a significant delay to the procedure. There was no adverse outcome to the patient as a result of these events.